Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional device product code: hrs, hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), 2013 patient was implanted and on (B)(6), 2014 patient was walking and it was reported that the plate broke. Surgeon reported that the patients¿ bone quality reflects the patients¿ age of (B)(6). Implant was removed on (B)(6), 2014 successfully with no delays and no reported patient harm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: this report has been re-evaluated and deemed a non-reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.